Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. The battery longevity has decreased significantly. This device has been explanted and is no longer in service. A new device was implanted. No adverse patient effects were reported. This device has since been returned for analysis and the investigation results are as enclosed.